Manufacturer narrative:
Result: mounting standoff, headboard, footboard.

Event description:
It was reported by service report that the fowler potentiometer was cut causing a shock hazard. It was further reported there were sharp edges on both the head and foot board and the footboard guide posts and mounting standoffs were missing causing the footboard to not function correctly. No patient involvement or adverse consequences are reported.